Event description:
It was reported that within a week of implant, the right ventricular (rv) lead dislodged. The lead was repositioned back into the rv apex. The lead was later found to have dislodged again. An issue with the anchoring sleeve was suspected as during the replacement procedure, the physician was able to move the lead freely back and forth even though it had been completely sutured into place. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism. The lead appeared to have been stretched and exhibited apparent explant damage. The analyst noted that an overall photograph taken of the lead shows that the lead is stretched. A photograph of the anchor sleeve taken shows shallow suture marks on the sleeve. As a comparison, a photograph was taken of another anchor sleeve implanted for one month which shows deeper suture marks.